Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer father reported via phone call alarm generated as the insulin pump detected movement in hall sensor that was unexpected as the device does not command motor movement. Troubleshooting for the alarm was performed. Customer's father advised the insulin continually turned off and would restart. Customer was able to complete the rewind process, pass the displacement test and pass the self-test. Customer advised the alarm occurred during basal delivery. Customer's father advised the alarm has occurred over 40 times and wanted a replacement. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.